Event description:
1000 ml bag of normal saline solution was hung at 0200 to infuse at 75 ml/h. The fluid was infusing correctly at 0400 but at 0600 the bag was found empty. Pt was able to tolerate the fluid. Pt had been receiving heparin IV via another controller. Had pt been receiving heparin at the time of the free flow, serious harm could have been caused.